Event description:
Medtronic reduction screw inserted into spine vertebral body to complete a lumbar fusion. The clip on the screw is designed to be removed once the screw is set into position. One screw clip out of the ones used failed to remove and was unintentionally left behind. It was discovered at the patient's one month post op visit. She was still having complications r/t numbness and weakness. She has suffered 7 falls at home leading up to the discovery. This is the second case we've had of the same device failure in one month. The provider has been using this product since 2019 and is highly skilled and proficient. I believe the failure rests on the device. How many other patients are being affected by the same nationally? Reference report: mw5170352.